Event description:
It was reported that the subject device has no image during a therapeutic double j catheter removal procedure. The procedure was canceled. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device has no image during a therapeutic double j catheter removal procedure. The procedure was canceled. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's allegation of no image could not be confirmed, however, the device evaluation found noise on the image due to corrosion on the charged coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The most probable cause of the complaint is component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.